Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy procedure, the probe would not allow for vacuum to pull initial cut back into the collection chamber. The physician was able to complete the biopsy using a second probe. There were no pt consequences reported.